Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an ent procedure, the patient had a muscle spasm in the lower pole of the amygdala, when the surgeon had the procise max coblator ii wand in ablate mode, the spasm caused to mismove the probe and catch the pillar muscle, causing caused bleeding. Then, when trying to coagulate the site, the surgeon used the wrong pedal and pressed ablate (yellow) instead of coag (blue) for a fraction of a second, and then clots normally. The procedure was finished with a the same device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the IFU for the procise max coblator ii does warn: visually reconfirm which foot pedal is being pressed (i.e., ablation or coagulation). Press the ablation function of the foot control to activate the wand. When the wand is activated, the yellow light will illuminate, and an audible tone will be emitted from the controller. To coagulate depress the coagulation function on the foot control. When the wand is activated in the coagulation mode, the blue light below the coagulation level display will illuminate. No other information was provided. All documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The likely route cause of the reported adverse event was human error. It is unknown if the IFU was adhered to. No further patient impacted beyond the reported bleeding and the less than 30-minute surgical delay is anticipated. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.